Manufacturer narrative:
The immucor laboratory tested retention product on (B)(6) 2015 which performed as expected. Immucor technical support assessed the test well images of the testing in question, using a remote electronic connection method, on (B)(6) 2015. A blood sample was sent to the immucor laboratory for assessment from the customer site, and this was tested by the immucor laboratory on the (B)(6) 2015, which yielded the expected positive results. An immucor field service engineer (fse) visited the customer site on (B)(6) 2015 to assess the testing instrument. The fse found the instrument to be operating as expected.

Event description:
On (B)(6) 2015, a customer reporting an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument.